Event description:
It was reported that the patient became ill and a leak from the duodenal stump was doubted 6 days after open gastrectomy and re-operation was performed. A leak from 2mm stumps on both sides was confirmed. Although additional suture with prolene was performed, a leak is not stopped at present and a follow-up with irrigation has been continued. As there had been no problem in amylase test 4 days after the former open gastrectomy, a drain had been removed. Reinforcement material was unused. The cartridge was blue. The staples were formed as intended. The former operation was performed on (B)(6). Reoperation was performed on (B)(6). We are presently checking the detailed information. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional followup: the target tissue was regular and it was distributed evenly. The device was not fired across the hard objects. There were not difficulties in closing, firing and removing the device. The staples were proper after firing. As the doctor confirmed no leak visually, the doctor did not perform buried suture and leak test. The patient developed a fever 6 days after the operation and reoperation was performed. The doctor could not confirm the staple's formation for contracted tissue at the reoperation. The patient was about 70 years old, cancer of the stomach. The patient was getting well. Was the additional suture with prolene used during the initial operation or the reoperation?---reoperation, what was the condition of the tissue?--- regular, what were the patients preexisting conditions?--- cancer of the stomach, does the dr believe that the device malfunctioned in any way?---no. How is the patient currently?--- the patient was getting well.